Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated.; no defects were found. All keypad buttons were responsive to user presses. Upon removal of the keypad cover, no damages were found to the button contacts or to the keypad flex cable. The pump was opened and no damages were found to the keypad connector or the keypad flex cable. The keypad connector latch was secure. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down, up and ok buttons were under-responsive to user presses. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery. There was no indication that the product caused or contributed to an adverse event.